Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The cryosolutions 4pk cartridge (B)(6) was not returned for evaluation. Lot number information has been provided; device history records (DHR) was reviewed, and no abnormalities related to the reported issue have been identified. Additional investigation by the product legal manufacturer/sales entity, new medical technology/united medical partners (nmt/ump) found that this lot of cartridges was affected by a valve that may open prematurely. The legal manufacturer has provided a safety advisory and instructions for use (IFU) updates which have been distributed by integra to affected customers/distributors as part of a voluntary correction. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h11.corrected field: h9.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that three of the four cryosolutions 4pk cartridge (33517) cartridges malfunctioned, and the cryosolutions contained in the cartridges sprayed out when they were being attached to the cryopen, causing slight burns to dr. A's hand in the process. It was reported that the injury was a minor 1st-degree burn that did not require additional medical attention. No patient injury, death, or surgical delay reported.